Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for a routine device check. An increased rv pacing threshold and decreased sensing were noted. Lead dislodgment was observed via x-ray. The physician elected to cap and replaced the rv lead. The procedure was completed successfully without adverse consequence to the patient. The patient was in stable condition at the end of the procedure and will continue to be followed normally.